Manufacturer narrative:
Internal report reference number: (B)(4). Product problem being submitted due to test strips being part of recall #1052693-06/13/16-001-r strip. Truetrack meter and 1 vial of truetrack strips (lot rs4663) were returned, no investigation required: test strips are expired. Note: manufacturer contacted customer in a follow-up call on 11-aug-2021 and customer was sent replacement true metrix system along with envelope to return product to manufacturer. Note: manufacturer contacted customer in a follow-up call on 18-aug-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer. Customer states replacement products resolved customer¿s initial issue

Event description:
Consumer reported complaint for dead meter. Customer stated the battery had been changed on (B)(6) 2021. The customer is using the correct battery in the correct orientation for the meter. During the call, the true track meter powered on using the power button and when a test strip was inserted. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. During the call, a back to back blood test was not performed by the customer. The customer's test strips are expired - the test strip lot manufacturer¿s expiration date is 10/25/2017 and test strips are part of recall.